Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that upon taking images of the tissue specimen that image revealed metal shavings. The customer has requested to have the probe replaced and to have the probe analyzed for "foreign material." The customer has reported that another image of the patient has been made to verify that there have been no patient consequences.